Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump displayed 966.09 at the end of an infusion of rituxan with an expected vtbi of 800ml that could be possibly be related to an overinfusion. There was an order of rituxan 800mg/800ml 1:1 concentration, 100ml/hr for 30min, 200 ml/hr for 30min, 300ml/hr for 30 min, 400ml/hr until medication completed. The preparation was a 500mlbag and a 250ml bag and the pharmacist took 30mls of saline from the bag to equal 720mls plus 800mg to total 800mls. The customer's internal investigation validated what the pharmacist had prepared by camera. The dose was sent to the floor in a liter bag which was not full, and there was no secondary infusion. There was no patient harm.